Manufacturer narrative:
Three lot numbers were provided for this incident. The following information is for each lot number: medical device lot #: 4181639; medical device expiration date: 8/31/2019; device manufacture date: 6/30/2014. Medical device lot #: 4181640; medical device expiration date: 9/30/2019; device manufacture date: 6/30/2014. Medical device lot #: 4181641; medical device expiration date: 9/30/2019; device manufacture date: 6/30/2014. Results: samples were not returned for evaluation, however, the customer provided four photos for investigation. A photo inspection revealed an epoxy dripover down the side of the hub. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that a possible root cause may an epoxy applicator failure for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn't shut the epoxy off for a missing cannula; the epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. A formal CAPA has not been initiated. However, the following things have been done to improve epoxy dripover: re-trained operators in regards to inspecting for epoxy dripovers and identify epoxy issues; modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles; revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. (B)(4).

Event description:
It was reported that foreign matter was found in the fluid pathway of 19 g x 1 1/2 in. Bd nokor¿ filter needles before use. There was no report of injury or medical interventionl.